Manufacturer narrative:
Citation: garcia-rinaldi et al. Replacement of an endocarditic bioprosthetic pulmonary valve with a monocusp cryopreserved pulmonary artery patch. Journal of thoracic and cardiovascular surgery techniques. 2021. Vol 6: 68-70. 10.1016/j.xjtc.2021.01.009. Published january 12, 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient who presented with fever, headaches, and general malaise. Eight years prior the patient had been treated for tricuspid valve endocarditis and vegetation identified at the author¿s institution. Six months prior the patient was treated for persistent sepsis and pulmonary valve endocarditis caused by staphylococcus aureus. In this current hospitalization, blood and sputum cultures were positive for staphylococcus aureus. Transesophageal echocardiography revealed severe pulmonary insufficiency and a mobile vegetation attached to his native pulmonary valve (pv). Three weeks later, with a deteriorating condition, the patient underwent pv replacement with implant of a medtronic 21-mm mosaic aortic bioprosthesis (unique device identifier numbers not provided). Nine days after hospital discharge the patient returned with fever, chills, and blood cultures positive for gram-positive cocci. Initial evaluation found the bioprosthetic valve had an abnormal gradient with no vegetations, but later the patient developed a freely moving vegetation on the bioprosthetic valve. Due to the persistent fever and positive blood cultures for staphylococcus aureus, the patient underwent another procedure to have the bioprosthesis resected and replaced with a cryopreserved monocusp pulmonary artery patch. During post-procedural recovery the patient was noted as hemodynamically stable, afebrile, and with no signs of pulmonary regurgitation. At the 2-year follow-up visit the patient continued to be asymptomatic with a fully competent pulmonary monocusp valve. No additional adverse patient effects or product performance issues were reported.